Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): device returned with no anomalies found, the helix was fully retracted.

Event description:
It was reported that during the implant procedure, high impedances (greater than 4,000 ohms), no capture and no ventricular pacing was observed. The lead was not implanted. No patient complications have been reported as a result of this event.